Event description:
Caller noted there is a history of twos post vp that prompted programming changes to blank post vp to 250 ms. Caller questioned if device was lv only pacing or why the current egm presents as it does. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).